Event description:
As reported for this event by the customer, during reprocessing the device nozzle was found to be clogged. The switch 1 was also broken. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
There are four events reported by the facility for the issue of device nozzle clogging. These are captured in medwatches with patient identifiers (B)(6) (gif-hq290), (B)(6) (gif-hq290), (B)(6) (cf-h290i), (B)(6) (cf-h290i). This medwatch is being submitted for patient identifier (B)(6). The field service engineer (fse) went on site to evaluate the device. Fse observed that the nozzle was clogged. Fse did not identify the material. The nozzle was replaced for a new one. Additionally, the switch 1 patient board was short-circuited due to water invasion. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As a result of component analysis, it was presumed that the material found within the nozzle principally consisted of silicone rubber. It was probably a piece of one of the silicone rubber products used in the endoscopy room and/or the injection tube which is an accessory of the scope. It may have entered by mistake. The instructions for use (IFU) states the following pertaining to reprocessing of this device: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ the IFU further states: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Pertaining to cloths used in reprocessing, the IFU states the following: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ the assumable cause of this event was concluded to be the reprocessing method at the facility differing from the IFU above; also, the facility staff being less trained on reprocessing and/or device handling compared to the IFU. Olympus will continue to monitor field performance for this device.